Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a sudden lack of therapy. Symptoms were not being controlled by 50%. It was noted that they were feeling stimulation. No falls/trauma were related. Stimulation was increased and was not felt in the correct area. It was increased again and was not felt in the correct area. The patient was on 8.5. The upper limit was reached. It was reviewed to discuss this with their healthcare provider (hcp) to inquire about changing programs. This sudden lack of therapy was reported to have occurred in (B)(6) 2016. Indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.